Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 6/24/97 for los. The "leak in iab system" alarm sounded from the pump and blood was noted in the sys after iabp for 200 hrs. The iab was removed on 7/2/97 and a second was inserted. (Event complications: unknown-reported 7/2/97). (Pt's current status: unstable-rpt'd 7/2/97).